Event description:
During an atrial fibrillation procedure using non-abbott pfa, with the patient on the table, communication issues resulted in the procedure being cancelled. It was noted that the ep-4 stimulator was not communicating with the workmate claris system. Multiple restarts were performed, but the issue persisted and ep-4 remained "off" on the workmate claris display. Troubleshooting also included checking the power converters, settings on the system, and the connections, but the issue persisted. It was suspected that since non-abbott pfa (farapulse by boston scientific) was being used, the non-abbott pfa (farapulse) may have affected the ep-4 stimulator. The procedure was abandoned. There were no patient consequences.